Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer reported their blood glucose level was 33 mg/dl. Customer treated low blood glucose with carb intake. Customer declined troubleshoot for low blood glucose. Product will not be returned for analysis.